Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm during the load process. The customer could not confirm the alarm or the event date in the pump history. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.